Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 2 months. The patient remains ongoing with the device. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient complained about dark, tarry stools with abdominal discomfort, nausea and vomiting. The patient reported feeling fatigued, weakness and lightheaded. The patient's hematocrit was found to be 11.2 with labs while in the emergency department. The patient was admitted on (B)(6) 2019 and treated with a total of five unit prbc transfusions in a 24 hour period. It was reported the patient was on warfarin at the time of the event. Per additional information received on (B)(6) 2019, an esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 which did not confirm gi bleed as patient also suffers from hiatal hernia. The patient remains hospitalized as of (B)(6) 2019 with clinicians holding anticoagulants and monitoring hematocrit and hemoglobin. No additional information was provided.